Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. During a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, a broken valve with bubbles coming into the system was noted. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.